Manufacturer narrative:
It was reported that a revision surgery was performed due to tibia implant loosening. The associated genesis ii bcs cemented tibial baseplate was not returned for evaluation. Thus a product evaluation could not be performed. As device details were not made available, device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch information. A clinical evaluation noted that the provided x-rays show a lucent line around the tibial stem; however, no prior images were provided for comparison. Based on the information provided, it is unknown if the documented inability to cleanly remove the medial tibial edge during the primary left tka affected the cement adherence and/or allowed micro-motion to contribute to the reported tibial loosening. The patient impact beyond the revision cannot be determined. No further medical assessment is warranted at this time. Without the return of the actual product involved and no batch information provided, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a revision surgery was performed due to tibia implant loosening.